Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during a total hip arthroplasty, an out of date guidewire was mistakenly used.

Manufacturer narrative:
Referring to the reported event the guide wire is stated to be the subject product. No further associated products were reported. The guide wire was not returned to stryker kiel since the issue is about an exceeded expiry date and physical examination was not required. Review of the device history records of the guide wire reported did not indicate any conspicuities; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) (B)(4) 2015 (nominal value). The device reported was documented faultless prior to distribution. In the case presented an apparently expired guide wire was used in surgery, which is considered off-label use. The expiry date is always to be noticed on the label of each sterile product. The sterility expiration date was exceeded by 39 days (expiry date on label: june 30, 2015; date of surgery: (B)(6) 2015). Since the reported guide wire was on consignment at the time of surgery, the distribution center is responsible for the exceeded expiry date which should have been noticed prior to surgery. Evaluation indicates the event being an error on part of the distribution center. The principal engineer, quality distribution and field ops (stryker (B)(4), USA) was informed about the case in order to address the issue. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A consultant hcp stated in a similar case that a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use (error on part of the distribution center). Nevertheless, the reported guide wire is intended for use in a t2 humeral nail surgery, but it was used in a tha surgery, which is considered off-label use, as well. No non-conformity in terms of product quality was identified.

Event description:
It was reported that during a total hip arthroplasty, an out of date guidewire was mistakenly used.